Event description:
It was reported that the k-wire did not fit through the cannulation of the driver. Another driver was used to finish the procedure.patient status:the report indicates that the patient status is good.

Manufacturer narrative:
Per IFU: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screw/pins, are out of alignment, are cracked or have other irregularities, do not use." Catalog # - 2000-6203. Lot # - ps02b.